Event description:
The ge oec 9800 fluoroscopy system had a cold boot issue where the first boot-up of the day took an extended period of time.

Manufacturer narrative:
A ge oec representative investigated the issue and found cold boot issue. The hard drive would be replaced to restore system function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.